Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No information. What was the gas consumption rate or volume (liter/minute)? No information. Were you able to identify where the leak was coming from? Valve. Was a device inserted in the trocar during the leaking? If so, what device? No information. Was any torque being applied to the trocar or device? No information.

Event description:
It was reported that during an laparoscopic cholecystectomy procedure, an air leak occurred with a boo sound. Another device was used to complete the procedure. There were no adverse consequences for the patient. Device was discarded by the customer.